Event description:
It was reported that the subject device had no image. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
Updated fields: d9, d10, e3, g2, g3, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture inside the charged coupled device (ccd) lens, chipped connector and damaged connector seal. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, due to moisture inside the coupled device (ccd) lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during reprocessing. There was no patient involvement.